Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2022 , it was reported by the patient that infusion tube detached from hub due to which hyperglycemia occurs within 3 hours of insertion. High blood glucose level was displayed high and treated by correction bolus via pump. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.